Event description:
A customer reported while using an ophthalmic operating system and handpiece excessive suction and lack of irrigation during cataract surgery. Postoperatively, the patient developed iris peaking that required incision revision and left iris re-positioning. The incision did not heal well, and miochol was used. A non-healthcare professional reported an issue involving excessive suction and inadequate irrigation during a cataract surgery with intraocular lens implantation. The surgery completion details were unknown. The patient developed iris peaking, which necessitated incision revision and repositioning of the left iris. The surgical incision demonstrated delayed healing, and miochol was administered as part of the postoperative management. The patient continued to experience symptoms.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.